Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was leaking from the luer lock connection which connects to the infusion line. Multiple incidents occurred. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d4 UDI: (B)(4). Device evaluation: we received four units with part number l-70. Visual inspection was performed and found sample one had a crack and sample four at the circuit connector which could cause a leakage. No damage was found in the other samples. Functional test performed and sample one and four failed a leak test. The reported issue was confirmed. The cause is associated with the luer of sample one and sample four being cracked, which causes leakage. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.